Manufacturer narrative:
Additional information: g3, h3, h6. Based on the information provided which may include the device (if available and returned), pictures, videos, event description, and any additional information from the field, arthrex was able to conclude a most likely cause. The most likely cause for the reported failure can be attributed to user error of the device due to excessive force used during suture passing/tightening /tensioning.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
On (B)(6) 2024, a sales representative reported via phone that an ar-1588au-cp2 autograft graftlink implant system had the tightrope snapped when tensioning. The broken tightrope was removed from the patient, and another of the same product was used to complete the case. There was a five-minute delay in the case. This was discovered during an acl procedure on (B)(6) 2024, with no reported patient harm.